Event description:
The customer used the product on a foot joint after the surgery. The lattice pattern on the skin that be formed by the product has been remaining although the surgery was undergone 1 month ago.